Event description:
It was reported that this device was beeping. It has been implanted greater than six years. Technical services advised to visit the doctor's office for a follow-up. There were no adverse patient effects. The device remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. The reason for explant was normal battery depletion. There were no additional adverse patient effects it was reported that this device was beeping. It has been implanted greater than six years. Technical services advised to visit the doctor's office for a follow-up. There were no adverse patient effects. The device remains implanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this device was beeping. It has been implanted greater than six years. Technical services advised to visit the doctor's office for a follow-up. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis confirmed normal device function.